Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v389407, implanted: 2010-(B)(6), product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that contact number 4 was showing a >40,000 ohms impedance value, beginning a month prior to the report. It was noted that prior to then impedances were normal. It was stated that the patient was programmed on contacts 5 and 7 on the right side, and that they had never been programmed with contact 4. No falls were reported. It was also reported that when the patient switches from program a to program b they feel ¿different,¿ and they had always felt this way. The reporter clarified that there is no dizziness, no shocking, no feeling to describe; the only thing the patient can tell the doctor is that it feels different. It was indicated that the pulse width was higher on one program and it was discussed with the caller that the patient could feel different from that alone. It was noted in follow-up that the patient had not seen the neurologist since the initial report; however the patient had been receiving therapy. No interventions or outcome were reported regarding this event. Further follow-up was conducted however this information was not obtained. If additional information is received, a follow-up report will be sent.